Manufacturer narrative:
Without the actual sample, we are unable to determine the cause. Retained plant samples did not demonstrate this failure. This appears to be an isolated event. We will continue monitoring the products performance for any trends.

Event description:
User stated that he has intermittent problems with this lot of catheters as some of the catheters drain his bladder and some do not. He stated that he examined the catheters that did not drain his bladder and they looked fine to him - the eyelets were present and at the end of the catheter. He did not have any problems with the last four catheters that he used from that lot. He said that he went to the emergency room the week prior to this report to have them drain his bladder. Now he just keeps using catheters until he finds one that works and does not seek medical intervention. He denies having a prostate problem and stated that he inserts the ones that do not drain his bladder as far as the catheters that do drain his bladder.